Event description:
Representative told by physician patient has been shocked multiple times for noise on the rv lead which is reproduceable in clinic. Device to be interrogated and possible lead revision to follow. (B)(6) 2014 - all available information suggests this lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
This lead was capped on (B)(6) 2014 and replaced.

Event description:
Representative told by physician patient has been shocked multiple times for noise on the rv lead which is reproduceable in clinic. Device to be interrogated and possible lead revision to follow. (B)(6) 2014 - all available information suggests this lead remains implanted.